Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a partial gastrectomy procedure, they were using a tlh90 and when the surgeon was dialing down on tissue, he could not get the device to dial into the firing zone easily; he was able to fire the device. He did observe a complete staple line with no leaks. He then used a cdh25 device to create the anastomosis and fired through the tlh staple line. After observing the staple line, he found the staple line was incomplete and used sutures to secure the area. Prior to the firing, he could dial into the firing zone and fired and heard the click . There was no patient consequence reported.